Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip would not come out of the sheath. A second of the same device was used and the clip would not come out of the sheath. A third of the same device was used to complete the procedure without any patient complications. Patient is 'fine". Note: this is the second report of two related complaints. Please refer to MFR # 3005099803-2008-06733.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.